Event description:
This ICD was not implanted because during the implant procedure it was unable to rescue the patient out of vf @ 42 joules. It was attempted 4 times before a st. Jude device was implanted.

Manufacturer narrative:
(B)(4) 2011. The analysis on this device is pending. (B)(4) 2011. (B)(4).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
This ICD was not implanted because during the implant procedure it was unable to rescue the patient out of vf at 42 joules. It was attempted 4 times before a st. Jude device was implanted.